Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent birth control on (B)(6) 2012. On or about (B)(6) 2012, the plaintiff began experiencing weight fluctuation, heavy bleeding during menses, prolonged menstruation, menstrual pain, severe abdominal pain, severe pelvic pain, cramping, severe back pain, mood fluctuations, and pain during intercourse, migraines, vaginal discharge and infections. On or about (B)(6) 2012, she underwent a confirmation test to ensure the device was properly placed. On or around 2015, she sought medical attention for her symptoms. At the time, neither, the plaintiff nor her healthcare providers attributed her symptoms to her essure device. On or about (B)(6) 2016, she underwent a hysteroscopy, after the surgery, she learned that her coils had migrated and were not removed during the surgery. This was the first time she had knowledge of the migration of her essure device coils and confirmation of problems with her device in particular. Follow up information was received on 19-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A hysteroscopy was performed and after the surgery it was reported that coils had migrated and were not removed during the surgery. The events are serious due to their medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, plaintiff experienced pelvic pain about 1 month after essure insertion. About 5 months after insertion it was confirmed that essure coils were properly placed. The essure migration was diagnosed about 3 years and 11 months after essure insertion, however the exact date and mechanism were not known. Based on a compatible temporal relationship and considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("coils had migrated and were not removed during the surgery / migration of essure device location of device: fallopian tubes") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure in 2009. Previously administered products included for birth control: depo provera from 2009 to 2010. Concurrent conditions included atrial septal defect nos (from birth to present), palpitations, anxiety, stress, menometrorrhagia, dysmetabolic syndrome, cough, ocular itching and morbid obesity (bmi -40.663). Concomitant products included axotal (fioricet), cyclobenzaprine hydrochloride (flexeril), levetiracetam (keppra) and propranolol (propanol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menses and prolonged menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), mood swings ("mood fluctuations / mood changes"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("psychological or psychiatric condition :mood changes"), rash ("rash between thighs and back") and headache ("headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In (B)(6) 2016, the patient experienced vaginal infection ("infections vaginal") with vaginal discharge. In 2016, the patient experienced weight fluctuation ("weight fluctuation") and weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, weight fluctuation, menorrhagia, dysmenorrhoea, abdominal pain, back pain, mood swings, dyspareunia, migraine, vaginal infection, vaginal haemorrhage, mood altered, rash, weight increased, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: device properly placed/total bilateral occlusion then total bilateral occlusion; in february 2016: satisfactorily occluded pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Concomitant medication added. Lab data added. Following event : fatigue, were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("coils had migrated and were not removed during the surgery / migration of essure device location of device: fallopian tubes") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure in 2009. Previously administered products included for birth control: depo provera from 2009 to 2010. Concurrent conditions included atrial septal defect nos (from birth to present). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), menorrhagia ("heavy bleeding during menses and prolonged menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), mood swings ("mood fluctuations / mood changes"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("mood changes"), rash ("rash between thighs and back") and headache ("headache"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In (B)(6) 2016, the patient experienced vaginal infection ("infections vaginal") with vaginal discharge. In 2016, the patient experienced weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, weight fluctuation, menorrhagia, dysmenorrhoea, abdominal pain, back pain, mood swings, dyspareunia, migraine, vaginal infection, vaginal haemorrhage, mood altered, rash, weight increased and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: device properly placed/total bilateral occlusion; in (B)(6) 2016: satisfactorily occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (general), abnormal bleeding (vaginal), mood changes, rash between thighs and back, weight gain, weight gain, asd" were added. Lot number was added. Historical conditions and medication were added. New reporter were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("coils had migrated and were not removed during the surgery / migration of essure device location of device: fallopian tubes") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure in 2009. Previously administered products included for birth control: depo provera from 2009 to 2010. Concurrent conditions included atrial septal defect nos (from birth to present), palpitations, anxiety, stress, menometrorrhagia, dysmetabolic syndrome, cough, ocular itching and morbid obesity (bmi -40.663). Concomitant products included levetiracetam (keppra) and propranolol (propanol). On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), menorrhagia ("heavy bleeding during menses and prolonged menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), mood swings ("mood fluctuations / mood changes"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood altered ("mood changes"), rash ("rash between thighs and back") and headache ("headache"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In may 2016, the patient experienced vaginal infection ("infections vaginal") with vaginal discharge. In 2016, the patient experienced weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, weight fluctuation, menorrhagia, dysmenorrhoea, abdominal pain, back pain, mood swings, dyspareunia, migraine, vaginal infection, vaginal haemorrhage, mood altered, rash, weight increased and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on 9-aug-2012: device properly placed/total bilateral occlusion; in february 2016: satisfactorily occluded pregnancy test urine - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.